Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-040, v40 cocr lfit head 40mm/-4, lot code: mnlp86; cat. No.: 623-00-40f, trident 0 deg insert 40mm, lot code: m65mdh. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Revision of left total hip.

Manufacturer narrative:
An event regarding revision involving an trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of left total hip.